Event description:
It was reported by service report that the cot had a damaged head end load wheel. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel assembly.